Event description:
It was reported that after startup, the cs300 intra-aortic balloon pump (iabp) displays the message "electrical test fails code #35". There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d8, d9, e1 initial reporter, event site telephone, g3, g6, h2, h6, h11 corrected fields: b5, b6, b7, d10, e1 initial reporter, g1 contact person mfg site, h6 health effect impact codes. Due to character restrictions in block e1 initial reporter: (B)(6). Additional info: e1 event site name: (B)(6).

Event description:
It was reported that during a routine check-up, after startup, the cs300 intra-aortic balloon pump (iabp) displays the message electrical test fails code 35. The was no patient involvement.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 type of investigation, investigation findings, investigation conclusions, h11. A getinge field service engineer fse was dispatched to evaluate the unit. The fse cleaned the electrical connectors to resolve the issue. Fse performed functional tests and operational tests. Device was working fine.